Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be of average size. Device (B)(4) - femoral angiogram not taken - the device instructions for use indicate: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be competed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided and the device was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a cerebral angiogram diagnostic procedure. Reportedly, after completing the deployment steps and firing the clip bleeding was still observed. The physician applied manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.